Manufacturer narrative:
Device evaluation summary the delivery system returned with the front grip, external slider missing tip capture release mechanism. A gauze like material was observed lodged between the graft cover and the strain relief. On removal of the material bunching and pinching was observed on the graft cover underneath the strain relief. The reported deployment issue was confirmed through analysis. Additional information received; it was confirmed that gauze material found on the device returned was trapped in the device after removal of the device from the patient during cleaning of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received that the previously reported type I endoleak did not occur after the inaccurate delivery of the valiant navion device. No additional stent graft was implanted during the valiant navion implant procedure. The valiant navion was implanted to treat a type ia endoleak in a previously implanted stent graft. Additional information received reported that the previously implanted stent graft was a valiant captivia stent graft, vamf3228c150te. It was also reported that the thoracic aorta had expanded over a longer distance proximal to the stent graft and there was a type ia. It was also reported the aortic arch was also relatively sharp. As per the physician, the cause of the type ia endoleak was thought to be due to disease progression. Film evaluation summary: the inability to fully deploy the navion device was confirmed; however, the exact cause could not be determined from the films provided. Inaccurate positioning of the device could not be confirmed or ruled out. Analysis of the returned films did not reveal any obvious stent graft or anatomical characteristics that could explain the observed event. Images during stent graft positioning and deployment of the 6 proximal stents, which appeared to have been successfully deployed, were not seen in the returned films. The four (4) distal stents which had not deployed and remained within the graft cover were positioned beginning at the overlap of the previously implanted captiva; however, there were no obvious issues seen at the interface of the captivia that could explain this behavior. Since the stents were eventually able to deploy after bail-out technique was performed, it possible that this was device related issue. The delivery system is pending return for analysis and the results will be summarized in a separate report. The reported proximal type I endoleak from the previously implanted captiva was confirmed. The cause could not be determined. The patient anatomy at implant was not provided, and earlier post-implant CT¿s were not returned for comparison. It is possible that disease progression and/or aneurysm morphology changes may have led to the dilated thoracic noted beginning just proximal to the implanted captivia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 47 mm thoracic aneurysm. The diameter at the lsa measured 30 mm. It was reported during the index procedure during the deployment of the device the physician noted the slider handle felt tight. After attempting to rotate a further 2-3 times the slider handle would not move. It was reported that quick release was attempted but failed. Bail out technique was performed with the physician switching to the screw gear handle disassembly and the device was successfully deployed however not to the intended position. Due to the inaccurate delivery a type ia endoleak was identified. An additional stent graft was implanted and the endoleak was confirmed as resolved. Per the physician the cause deployment difficulties is undetermined which subsequently led to the inaccurate delivery causing the type ia endoleak. No additional clinical sequelae were reported and the patient is fine.